Manufacturer narrative:
The suspect spine clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring had been removed from the tip of the adjustment screw and was missing. This results in the clamp being able to set, but being unable to release. This confirmed a deformation failure due to missing pieces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. .

Manufacturer narrative:
Return requested. Replacement spinous process short clamp shipped to site 01/17/2017. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spinous process short clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using the spinous process clamp and did not stop when the clamp was open. This caused clamp screws to became damaged. A second clamp was brought in to be used to continue the procedure to completion. Delay in therapy was less than 10 minutes. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's spinous process short clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.